Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported a difference in sensor glucose vs blood glucose. The customer reported a blood glucose value of 53 mg/dl. The hypoglycemia was treated with discontinuing use of the insulin delivery system and carb intake. The event involved products mmt-332a, mmt-442ag, mmt-1884l, and mmt-7040a. Troubleshooting was performed for sensor glucose vs blood glucose. The blood glucose value was 53 mg/dl and the sensor glucose value was 83 mg/dl and the difference was greater than 30%. The difference in value between sensor glucose and blood glucose was not within the target range. Troubleshooting was partially performed for hypoglycemia and later customer didn't feel ok to troubleshoot. It was not known whether the auto mode feature was active at the time of the event and unknown whether the pump was used within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-442ag. No product return is required for mmt-1884l. No product return is required for mmt-7040a.